Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: investigation revealed an intact keypad with unresponsive keypad buttons. Upon removal of the keypad cover, moisture induced contamination was found under all contacts and on the flex contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.